Manufacturer narrative:
Insulin pump received with radiofrequency failed self test alarm during self test and unable to communicate with test glucose meter due to faulty radiofrequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked reservoir tube lip noted.(B)(4).

Event description:
Customer reported via phone call that the device alarmed radiofrequency failed self test alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.